Manufacturer narrative:
Reported event: it was reported that upon removal of checkpoint surgical tech noticed that the tip had broken off. The surgeon assessed and decided to leave the tip in the patient rather than proceed. It was unclear when the tip broke off, but the surgeon was confident it was not hit by the reamer. He mentioned the bone was very hard. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 1600 devices were manufactured under lot no w60750-1 and accepted into final stock on 10/31/2018. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w60750-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event. H3 other text : device not returned

Event description:
Upon removal of checkpoint surgical tech noticed that the tip had broken off. The surgeon assessed and decided to leave the tip in the patient rather than proceed. It was unclear when the tip broke off but the surgeon was confident it was not hit by the reamer. He mentioned the bone was very hard. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon removal of checkpoint surgical tech noticed that the tip had broken off. The surgeon assessed and decided to leave the tip in the patient rather than proceed. It was unclear when the tip broke off but the surgeon was confident it was not hit by the reamer. He mentioned the bone was very hard. Case type: tha.